Event description:
It was reported that prior to a transcatheter pulmonary valve implant procedure, it was established that if the non-medtronic introducer sheath was unable to advance past the patient's thoracoabdominal region and inferior vena cava (ivc) due to strong tortuosity, then the procedure would be aborted. With the attending physicians keeping this in mind, the non-medtronic guidewire was advanced towards the patient's right pulmonary artery (rpa). Concurrently, the introducer sheath was advanced through the patient's anatomy. As the guidewire approached the right atrium, there was difficulty controlling the guidewire, but it was able to advance into the right ventricle. As the guidewire reached the right ventricle and advanced to the right ventricular outflow tract (rvot), a 3 second pause was noted on the electrocardiogram (ECG). After the 3 second pause on the ECG, a junctional rhythm was noted. Due to the patient's hemodynamics remaining stable, the procedure was continued by preparing left ventricular pacing with the use of the non-medtronic guidewire. The transcatheter pulmonary valve was then prepared and the introducer sheath was advanced to the rvot. The delivery catheter system (dcs) was then inserted into the patient. While advancing the dcs, there was difficulty advancing through the patient¿s anatomy, however, the dcs was able to reach the patient's rpa. Once at the rpa, the valve was successfully deployed. After deployment of the valve, complete heart block (chb) was noted. The patient was then placed under monitoring.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs (lot: 0012777713); product type: 0195-heart valves; implant date (B)(6) 2026. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: videos or pictures from the procedure that we can use to assess the tortuosity in the access site and inferior vena cava were not provided, but in the computed tomography (CT) scan, severe scoliosis that is commonly related with tortuosity in the ivc was identified. Arrythmias is listed as a potential complication/adverse event in the instructions for use (IFU). Updated data: b2, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had severe scoliosis and because the position of the heart was different than n ormal, it was reported that it was possible that the course of the guidewire and sheath affected the atrioventricular node; however, this could not be definitively concluded. Per the physician, the patient had right bundle branch block at baseline which contributed to the arrhythmia. Additionally, it was reported that catheter-related stimulation during the procedure, and anesthetic medications contributed to the arrhythmia as well. It was further reported that the patient's complete heart block continued for approximately 18 days following the procedure. After the implant of the valve, a continuous intravenous infusion of a platelet-aggregation inhibitor was administered for bradycardia. The valve was implanted supra-annular. Per the physician, the chb was suspected to be caused by mechanical injury while advancing the non-medtronic sheath from the right ventricle to the pulmonary artery. Per the physician, the implant depth of the valve nor the valve its self-caused or contributed to the chb. Subsequently, 5 days following the implant of the valve, a permanent pacemaker was implanted.